Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during an unknown phase of treatment. The patient pressed ok, stop, and touched the screen but screen remained blank. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. He cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Correction: h6 investigation findings

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during an unknown phase of treatment. The patient pressed ok, stop, and touched the screen but screen remained blank. The cycler was rebooted and the ok and stop keys lit up but the screen remained blank. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. He cycler was replaced. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.